Event description:
The customer complained that cap survey sample jat b jat-08 yielded a false negative reaction with biotestcell pool. The customer had returned neither the cap survey sample nor the supposedly defective product. At the time the complaint was reporting the allegedly defective lot of biotestcell-pool was already expired. Therefore a re-testing of this lot was not possible. But our quality control laboratory had also participated in the cap survey testing. We also had the cap survey sample jat b jat-08 tested and yielded a clearly positive result with screening cells biotestcell 3. According to our field service research there is no evidence for an instrument malfunction contributing to the reported issue of the undetected antibody. Taken into account that the anti-fy(a) of jat-08 reacted only 1+ in peg (data obtained from a similar complaint, report no. 2011-00123), a poolcell may not be the product of choice when targeting such antibodies in an initial attempt. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.